Event description:
The pt reported uncomfortable sensations at the previous and current implant site. An advanced bionic representative performed device evaluation. The problem was not confirmed. The physician believes that the reported sensations are not device related. Explant surgery will be recommended to the pt.